Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. Upon pre-mapping during procedure, the right ventricular (rv) leadless pacemaker exhibited no satisfying electrical parameters. The rvlp was not implanted and the procedure was concluded with no device implanted. There were no patient consequences.